Event description:
During the procedure, there was no contact force information. The system was rebooted and the data ethernet cable was replaced but this did not resolve the issue. The procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
The tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the host system was verified after the software license was validated. A successful functional test was then performed to ensure component connectivity, data acquisition and signal processing. It was also verified that the tactisys contact force module computed and displayed real-time visualization of the contact force signal. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module. Based on the information provided to abbott and the investigation performed, the root cause of the reported contact force issue cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.